Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4) , product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the issue about the implant going off hadn¿t been resolve. The patient reported that the ¿the unit in back gets hot when charging, it hurts¿. The patient reported that the circumstances that led to the implant going off is because of change in activity level.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the screen on the patient controller was white. The patient noted that it had happened one other time around the end of the month. The patient took the battery and reinserted it and the issue was resolved. No symptoms or complications were reported. Additional information was received via manufacturer representative from a consumer regarding the patient. It was reported that the patient controller screen was going white again and the battery needs to be popped out to get it to work. The patient has an appointment to see their health care provider regarding this event on (B)(6) 2018. There were no patient symptoms or complications reported. Additional information was received. The patient reported that when pt tried to turn stim off/on the controller screen went white and pt had to reset controller by removing batteries. The patient stated this issue was getting progressively worse. The patient was transferred to repair and the controller was replaced. No further complications were reported. Additional information received from the rep reported that the patient stated that the ipg goes off when the patient walks away from the programmer and there was new pain in the right back. The rep reported that follow up was not necessary now because the patient was scheduled to meet with the hcp on (B)(6) 2019.